Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom on (B)(6) 2015, on behalf of the patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient was not doing quality checks on the blood glucose (bg) meter per the manufacturer's recommendations. However, a root cause for the reported inaccuracy cannot be determined.